Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, internal battery was not charging observed. The device¿s internal battery was replaced to address the issue.